Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection confirms the driver shaft tip is broken off. The broken piece was not returned with the device. The device exhibits signs of significant use and wear. The contribution of the device to the reported event could not be corroborated. A medical investigation was conducted and confirms it has not been reported whether the broken tip was retained inside of the patient, nor if the possibly retained tip was removed. No clinical information was provided for inclusion in this medical investigation. The broken tip is comprised of din 1.4123 stainless steel commonly used in surgical instruments and not approved for implantation. If the broken tip was retained inside of the patient, we cannot rule out the possibility of micro-motion and or migration of the possibly retained broken tip. Per the report, the surgery was completed without any delay, with a smith & nephew back-up device. Since it was reported, the patient was not injured as consequence of this issue, no further clinical/medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. Assessment of historical escalated cases concluded that there are no prior actions related to this product and failure mode. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that, during internal fixation, the tip of a t8 linear driver shaft broke. Surgery was resumed, without any delay, with a smith & nephew back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
Internal complaint reference case-(B)(4).